Event description:
It was reported that during an open pancreatoduodenectomy, all staples closest to the cut line of the right side were unformed when the device was used on the gastric body at the 3rd firing. The locking lever was upper side. The staple height was gold. When the same device was used on the colon, the same event occurred. Additional suture was performed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). No device return. The analysis results showed that several staples were received. Three staples were partially formed and one staple was received unformed. No functional test could be performed. Event could not be confirmed as no device was received for analysis. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.